Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date (B)(6) 2013, inratio 1.3, retest I 2.2, retest ii 2.7. Time between all tests was reported as within 1 hour. Pt's therapeutic range is ...

Manufacturer narrative:
Investigation pending.